Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that there was no patient incident or extended surgical time.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 12/07/1999 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed that the comb, side plates, roller and gear were damaged. A test mesh and calibration could not be performed due to damage of the comb and lack of cutters. Customer did not return cutters to be evaluated with this device. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.